Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Patient reports left side rupture diagnosed during a revision augmentation. The device has been explanted and replaced.

Event description:
Patient reports left side rupture diagnosed during a revision augmentation. The device has been explanted and replaced.